Event description:
It was reported while using biogx sars-cov-2 osr for bd max system erroneous results were reported. The customer stated that this lot had a higher level of n1 positivity, and 10 samples were reported as false positive. All samples were repeated and/or confirmed by an alternate method and were negative. The customer is unaware of any change in course of treatment due to the erroneous results.

Manufacturer narrative:
H.6. Investigation summary: the complaint investigation for false positive result with the biogx sars-cov-2 osr assay (ref #(B)(4)) lot k20-006 was performed by biogx, product manufacturer. The investigation was performed by review of the batch history record and review of the customer data. Review of batch history records for affected lots do not indicate performance issues. Customer report that of 151 samples tested using this lot number, 10 samples tested positive for n1 only with a CT value ranging from 36.4 ¿ 41.3. Biogx analysis of customer data shows several n1 samples as late positives having CT values >35. The bd eua IFU indicates a limit of detection of 40 ge/ml yielding average CT values of 33.8 and 33.7 for n1 and n2, respectively. The late positives the customer is observing would require repeated patient sampling on the same instrument. The customer use of an unknown alternative platform cannot be taken into account without additional IFU information about the platform. Biogx indicates that for patient collections containing viral rna loads beyond the lod, repeated patient sampling would be required. End users must reference the IFU and understand lod values and relationship to viral loads. There is no trend for false positive result with the biogx sars-cov-2 osr assay lot k20-006. Biogx cannot confirm the complaint based on the investigation that was performed. The root cause of the customer issue was not identified. Biogx product manufacturer did not initiate a preventive and corrective action plan h3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using biogx sars-cov-2 osr for bd max system erroneous results were reported. The customer stated that this lot had a higher level of n1 positivity, and 10 samples were reported as false positive. All samples were repeated and/or confirmed by an alternate method and were negative. The customer is unaware of any change in course of treatment due to the erroneous results.